Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the operation, inner sheath could not advance in the outer sheath due to the impediment. The second sheath was used to complete the operation. There was no report on adverse event on the patient. Additional information was received. The brim cap is the section where the issue was observed. However, it was also stated, that the brim cap/hub did not become detached from the sheath. It was described that the white rubber hemostatic valve was stuck inside and the inner sheath cannot be inserted. The hemostatic valve dislodged inside the hub and did not dislodge outside of the hub. The sheath was not being used on the patient. Air did not enter the patient¿s body. Blood return was not observed. The investigation was completed on 22-jun-2023. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the provided picture. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance with sheath¿ and ¿hemostatic valve separation¿ issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-jun-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) correction noted to the 3500a follow-up #2 under both "h4. Device manufacture date" and "d4. Expiration date" fields. Therefore, updated these fields.

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. It was reported that the operation, inner sheath could not advance in the outer sheath due to the impediment. The second sheath was used to complete the operation. There was no report on adverse event on the patient. A picture was provided. Additional information was received. The brim cap is the section were the issue was observed. However, it was also stated, that the brim cap/hub did not become detached from the sheath. It was described that the white rubber hemostatic valve was stuck inside and the inner sheath cannot be inserted. The hemostatic valve dislodged inside the hub and did not dislodge outside of the hub. The sheath was not being used on the patient. Air did not enter the patient¿s body. Blood return was not observed. The resistance with sheath issue was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. In addition, the event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).